Manufacturer narrative:
On 6-jan-2026, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient involvement. The question inquiring about patient involvement was marked as n/a which may have triggered isi for more information. The answer should have been no patient involvement; the damage was observed prior to procedure. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 2.21mm in length and are not axially aligned with the tube axis. Material was not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's sheath was too damage - markings. The procedure and patient outcome are not applicable.